Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir compartment was damaged as well as scratches on the screen. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that reservoir was unable to lock in place. The customer stated that can read screen ok but holds it at certain angle but straight on cannot see it. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.